Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the device was slightly bent along its length. Due to the bends the guidewire was not rotating as intended. The polytetrafluoroethylene (ptfe) coating was noted to be peeled off at 29.0 cm from its proximal tip. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The directions for use caution that insecure tightening of the torque device can lead to ptfe peeling. Therefore, this was most likely due to use/user error.